Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
The customer called to report that the screen goes blank when inserting a new battery. The customer tried using a new battery cap, but the problem continued. Nothing further was reported.